Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip cable at the distal end.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8 mm instrument for failure analysis investigation. The instrument was analyzed, and the issue could not be replicated nor confirmed. Manual articulation was performed with no issue detected. Failure analysis could not verify the customer reported event. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. Additional observation(s) not reported by site: the instrument was found to have a frayed grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical cystectomy (with urinary diversion) surgical procedure, the 8mm monopolar curved scissors (mcs) instrument broken jaws. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no fragments that fell inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.